Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to physically damaged l602 inductor on the bedside pca. The root cause for the damaged l602 inductor could not be positively identified. No adverse event resulted from the defective battery charger.

Event description:
On (B)(6) 2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a battery charger would not power on.